Event description:
It was reported that the left ventricular lead had high and varying impedances and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis revealed that the distal conductor was fractured. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), and the outer insulation had a cosmetic depression.